Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis was lumbar canal stenosis. It was reported that, the screw was broken. Procedure or technique performed was thoraco-lumbar open procedure. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 75446540 ; lot # h5936231 visual inspection confirmed the screw was returned with the bone screw shank separated from the pedicle head. Macroscopic inspection revealed the multi axial ring has been damaged also due to the bone screw shank pulling loose. The separation appears to be from overload as the root cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of event - india. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis was lumbar canal stenosis. It was reported that, the screw was broken. Procedure or technique performed was thoraco-lumbar open procedure. There were no patient symptoms reported. No further complications reported regarding the event.